Manufacturer narrative:
(B)(6). The lot was manufactured from october 30, 2019 ¿ october 31, 2019. The device was received for evaluation containing approximately 120ml of fluid in the bladder. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. No particulate matter or leak was observed. The blue winged luer cap was noted to be securely tightened. Functional testing was performed by filling the device. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white precipitate was observed on the blue tip of a small volume folfusor. The device was filled at the compounding facility with 3600mg fluorouracil. This was noted prior to use. There was no patient involvement. No additional information is available.